Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to high pacing threshold outputs. In addition, the helix was found to be bent after moving the lead four to five times with ten turns performed using a rotation tool. This ra lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the observed corrections which indicates that the physician attempted this right atrial lead to implant but with no difficulties of helix extension nor retraction. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to high pacing threshold outputs, a bent helix tip and placement difficulty. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem; device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to high pacing threshold outputs. In addition, the helix was found to be bent after moving the lead four to five times and multiple extension and retraction with ten turns performed using a rotation tool. This ra lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis; therefore, a technical analysis will be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. This supplemental correction report was created to capture the observed corrections which indicates that the physician attempted this right atrial lead to implant but with no difficulties of helix extension nor retraction. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to high pacing threshold outputs, a bent helix tip and placement difficulty. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem; device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to high pacing threshold outputs. In addition, the helix was found to be bent after moving the lead four to five times with ten turns performed using a rotation tool. This ra lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.